Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device on-site, performed operational testing which the device passed and restored it to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The device functions within its specification.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator monitor indicating the electrode plate connection failure. There was no patient involvement.